Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected bad battery alarm or excessive no delivery alarm noted. Insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer current bg 264 mg/dl. Customer treated for high blood glucose with manual injection novolog pen. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer completes the bolus test and it passed, completed the displacement test and it passed. However, customer is requesting a pump replacement. The insulin pump will not be returned for analysis.